Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The hcp reported that the patient was complaining of stabbing, burning, shocking, shock like pain from the generator area and down the leg. The hcp also described as shock like spasms and severe electric like pain. The hcp reported that the patient was still getting therapy. The hcp reported that the patient had tenderness at the pocket site. The hcp reported that the sensation didn¿t go away when stimulation was turned off. The hcp reported that the patient was provided with a medication either gabapentin or lidocaine. The hcp reported that they would talk to a manufacturer¿s representative (rep) and have them come meet with the patient for additional troubleshooting/programming. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The hcp reported that the patient was complaining of stabbing, burning, shocking, shock like pain from the generator area and down the leg. The hcp also described as shock like spasms and severe electric like pain. The hcp reported that the patient was still getting therapy. The hcp reported that the patient didn¿t have tenderness at the pocket site. The hcp reported that the sensation didn¿t go away when stimulation was turned off. The hcp reported that the patient was provided with a medication either gabapentin or lidocaine. The hcp reported that they would talk to a manufacturer¿s representative (rep) and have them come meet with the patient for additional troubleshooting/ programming. No further complications were reported.